Event description:
Allegedly on the observation for x-ray, there were major clear zone around the cup and some bone defect on the proximal of stem. On the operative field, each tapers (head, both neck) changed to black. The surgeon found the metal debris when the surgeon wiped the taper of head by a pack.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01262, 01263. This event occurred in (B)(6).